Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
In a female patient undergoing gynecological surgery, laparoscopic sterilization, this supply is used, however, at the end of the surgery, when indicating its removal, it is not feasible, because the cuff does not deflate completely, so the surgeon proceeds to cut the catheter, which is also unsuccessful and the cuff remains inflated. It is removed mechanically, observing that the cuff remains inflated at 20% of its capacity.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed 100% inflation/deflation test was conducted and no functional defect was fou nd. No defective complained device was returned for investigation. Therefore, no physical investigation will be conducted. Based on the investigation, the complaint could not be confirmed. No physical investigation or assessment can be conducted on the defective part due to no complaint or representative sample was returned.

Event description:
In a female patient undergoing gynecological surgery, laparoscopic sterilization, this supply is used, however, at the end of the surgery, when indicating its removal, it is not feasible, because the cuff does not deflate completely, so the surgeon proceeds to cut the catheter, which is also unsuccessful and the cuff remains inflated. It is removed mechanically, observing that the cuff remains inflated at 20% of its capacity.